Event description:
It was reported by the patient that the patient underwent a spinal surgery in which a plate was implanted. It was reported that the patient's body rejected the donor bone and that the screw is backing out. The patient is currently working with the surgeon to decide the next step. No patient complications have been reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.